Event description:
It was reported that post-operatively following implantation the right ventricular (rv) lead exhibited loss of capture and was subsequently confirmed to have dislodged under fluoroscopic evaluation. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.